Event description:
Edwards received notification that this 54-year-old patient with a 11500a23 valve model implanted in aortic position underwent reintervention for a valve-in-valve procedure after an approximate implant duration of six (6) years and one (1) month due to calcific leaflet degeneration leading to severe stenosis. As reported, patient presented with nyha class iii and was experiencing shortness of breath. A 26mm transcatheter valve was successfully implanted within the edwards surgical valve. Patient was discharged the following day.

Manufacturer narrative:
Added information to a2 (date of birth), d4 (serial number and expiration date), d6a (if implanted, give date), h4 (device manufacturer date). Updated section b5 (describe event or problem) and h6 (type of investigation). H11: additional manufacturer narrative: the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
H11: additional manufacturer narrative: if implanted, give date. The implant date was known only as "2018". Therefore, (B)(6) 2018 was used to calculate the minimum implant duration. The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
As reported by the edwards lifesciences affiliate in canada, a 54-year-old patient with a 11500a23 valve model implanted in aortic position underwent reintervention for a valve-in-valve procedure after an approximate implant duration of five (5) years and ten (10) months due to calcific leaflet degeneration leading to severe stenosis. Patient factors were suspected. Reportedly, patient presented with nyha class iii and was experiencing shortness of breath. A 26mm transcatheter valve was successfully implanted within the edwards surgical valve. Patient was discharged the following day.

Manufacturer narrative:
Added information to section e1 (telephone number) and h6 (investigation findings and investigation conclusions). H11. Additional narrative/data: the device was not returned to edwards for further investigation, as the valve remained implanted due to a valve-in-valve replacement, and no images or medical records were provided. Calcific degeneration involves the gradual accumulation of calcium deposits on the valve leaflets. It is a disease continuum from sclerosis to chronic inflammation that leads to leaflet calcification. These calcium deposits, over time, cause the leaflets to become rigid and less flexible, which can account for failure modes such as stenosis and regurgitation. Structural valve degeneration (svd) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bioprosthetic heart valves implantation. The common endpoint of all these factors is calcification and degradation. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. There is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. The most likely cause is patient factors, including being on a dialysis treatment.